Manufacturer narrative:
Technician found that the left side rail would not latch. Unit was swapped out to repair. Replaced the latch to resolve this issue.

Event description:
Information received indicated that the left siderail would not engage.